Event description:
It was reported that, surgeon took out the lag screw from a gamma nail of a bone graft pt and replaced the screw with a shorter screw. After replacement screw was in, it was discovered that the replacement screw had expired. Dr was told about this during surgery and opted not to explant because he did not want to jeopardize the bone graft he put in prior to screw.

Manufacturer narrative:
Eval summary: eval revealed evidence that the event is not linked to a deficiency in the device, but is rather to off-label use. Instruction for use provided along with the device requires the user to check the shelf-life prior to use. Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance. Implants with exceeded expiry date were checked more than 1 yr overdue and considered still sterile subsequently. Thus, it could be assumed that the exceeded expiry date by 7 months presents no risk for the pt. The event of expired sterile date of the affected item and that the device was not sorted out at the hosp does not lie in the responsibility of the MFR. Thus, the reported event was not caused by a deficiency in the device.